Event description:
It was reported that the ventilator had powered off by itself without any alarm. Additional info: the power cord was loosely connected. The unit was backed on again with the message. Please note that there was no death or no severe injury involved in the incident.